Event description:
Advanced bionics was notified of a pt death due to complications from bacterial meningitis.

Manufacturer narrative:
Advanced bionics is in the process of collecting the required clinical info necessary to determine the pathology of the reported infection.